Event description:
The customer reported to olympus, that at the start of the est (endoscopic sphincterotomy) procedure, the doctor inserted the sphincterotome into the forceps channel of the duodenoscope and discovered that the knife wire had broken when it protruded from the end of the endoscope. The procedure was completed by replacing it with another similar product. The reported issue was observed before turning on the power. There were no reports of patient harm or impacted associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the knife wire was broken. When checking the broken part of the knife wire, it was observed that the wire coating had melted, and the broken part was burnt and melted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive cause for the broken wire was not established, however the following factors may have contributed to the reported event: high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot and melt. ·high frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred between the cutting wire and the tissue, and the cutting wire became instantly hot and melt. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result.¿ olympus will continue to monitor the field performance of this device.